Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop was extended, but could not be retracted because the wire inside the handle detached. The procedure was completed using another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found the handle cannula detached. A very slight torque mark from of the handle cannula assembly process was found. Functional evaluation could not be performed due to the condition of the returned device. The complaint was confirmed; the handle cannula was detached, which prevented device actuation. There was a very slight torque mark on the handle cannula, indicating that the handle cannula was not assembled properly. Therefore, the most probable root cause of the identified failure is manufacturing. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop was extended, but could not be retracted because the wire inside the handle detached. The procedure was completed using another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event: handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.